Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06485. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with a vaginal hysterectomy, due to sui. It was reported that the patient underwent attempted mesh removal on (B)(6) 2012, due to microscopic hematuria, r/o eroded mesh, and possible urethral stricture. No additional information was provided.